Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's main tube had scratch marks and abrasions. The main tube insulation was scratched and some of the insulation was removed at the distal end. The scratches measured approximately .022 - .096 in length. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci surgical procedure, it was noted that the distal insulation on the monopolar cautery instrument was torn. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.